Event description:
Healthcare professional reported ¿ruptured and with extracapsular silicone¿. Later healthcare reported ¿pain, asymmetrical and change of shape, capsular contracture baker grade ii". Later healthcare professional reported "pain, asymmetrical and change of shape, with presence of intra and extracapsular rupture" and "ruptured with capsular contracture, silicone migration". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, migration.